Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: inherent risk of procedure (endoleak). Patient¿s condition affected effectiveness of device (type ii endoleak). Lack of information (unknown cause of endoleak). Evaluation conclusions: inherent risk of procedure (endoleak). Device failure related to patient condition (type ii endoleak). Lack of information (unknown cause of endoleak).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that a film review of a CT scan study showed a large aneurysm. The maximum diameter of the aneurysm was 9.8 cm. The film review documented a defined type ii endoleak related to a back-flowing patent lumbar artery, featuring a rather complex-configuration nidus inside the mid and lower portions of the sac. Inferiorly, the endoleak nidus comes in contact with one or both iliac limbs causing the impression that it could represent a type iii. No intervention was done at this time. The decision was made to perform open surgical conversion as it was determined at this time there was an unknown type of endoleak, either a type ii or endotension. The body of the bifurcated stent graft was cut below the renal arteries with the bare springs and the proximal portion of the bifur left in place. The bifurcated stent graft was cut distally with the limbs left in place and did not involve the contralateral limb. Another manufacturer¿s surgical graft was sewn onto the endurant stent graft proximally and distally. The cut body of the bifur was discarded. No additional clinical sequelae were reported and the patient is fine. Review of returned films from a powerpoint slide could not determine the type or cause of the endoleak.